Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). While in the hospital, the pd catheter was removed and pd therapy was discontinued at that time. The patient was transferred to hemodialysis. Patient decided not to resume pd therapy. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The actual occurrence date was unknown; however, it was reported that the event occurred sometime in (B)(6) 2012. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.